Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site and frequent ipg charging. The patient underwent an ipg replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all tests performed. The complaint of the frequent charging issue was not verified. The depleted ipg was charged fully in one cycle. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The source of the pocket pain could not be determined. Current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. Review of the device history record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed normal device characteristics.

Event description:
A report was received that the patient was experiencing pain at the pocket site and frequent ipg charging. The patient underwent an ipg replacement procedure. Device malfunction was suspected.